Event description:
The manufacturer service technician reported both of the tips of the device were observed to be fractured off and missing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.